Event description:
It was reported to us that the staff incorrectly connected the pt circuit to the ventilator by swapping the inspiratory and expiratory sides. This resulted in the pt being ventilated with un-humidified gas for a substantial period before the error was noticed. The pt ultimately died but it was not possible to say whether it was a direct result of the event.

Manufacturer narrative:
There is no indication for a device malfunction. The nozzles for connecting the breathing circuit are marked with arrows which show the gas flow direction. Furthermore, the ports are marked with 'insp'. And 'exp'. On the housing. An interchange of the inspiratory and expiratory limb has no effect on the ventilation if the hose check has been performed correctly according to the instructions for use. During the ventilation the external humidifier fisher and paykell mr850 was used. As a result of the mix up of the breathing hoses the humidifier was positioned in the expiratory instead of the inspiratory path. Therefore the humidification could not be assured. Reportedly the humidifier alarmed and gave temperature readings which were not expected by the staff. Although the humidifier alarmed for a temperature deviation as expected for such case, the problem was not identified by the user. The design of the nozzles is corresponding to the accepted standard for ventilators. This is the first occurrence which is reported for the babylog vn500 since it was launched more than 5 years ago.